Manufacturer narrative:
Concomitant medical products: 693565 lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to low battery. No patient complications have been reported as a result of this event.